Event description:
Procedure type: colorectal. According to the reporter: twenty four hours after surgery, during the post operative period, pt had presented bleeding of more than 500cc. The pt received a transfusion and intervention. Used an endoscope to confirm that the staple line was opened and then sclerosed the vessels to stop the bleeding. There was an extension of hospital stay. There was unanticipated tissue loss and tissue damage.

Manufacturer narrative:
(B)(4).